Manufacturer narrative:
Correction: h.3.

Event description:
A peritoneal dialysis (pd) nurse reported a fluid leak associated with pd treatment. There were draining complications, draining slowly and air detected in cassette warnings prior to discovering the leak. The leak was found during tx complete - step 9 remove cassette. Fluid was discovered on the external of the cassette and leaked from inside the pump door. Technical services advised to not use cycler until the next days treatment. Multiple requests were made asking for additional details, but no data was provided. There was no harm, intervention or adverse event reported in the intial call. The cycler is not available to return.

Event description:
A peritoneal dialysis (pd) nurse reported a fluid leak associated with pd treatment. There were draining complications, draining slowly and air detected in cassette warnings prior to discovering the leak. The leak was found during tx complete - step 9 remove cassette. Fluid was discovered on the external of the cassette and leaked from inside the pump door. Technical services advised to not use cycler until the next days treatment. Multiple requests were made asking for additional details, but no data was provided. There was no harm, intervention or adverse event reported in the intial call. The cycler is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) nurse reported a fluid leak associated with pd treatment. There were draining complications, draining slowly and air detected in cassette warnings prior to discovering the leak. The leak was found during tx complete - step 9 remove cassette. Fluid was discovered on the external of the cassette and leaked from inside the pump door. Technical services advised to not use cycler until the next days treatment. Multiple requests were made asking for additional details, but no data was provided. There was no harm, intervention or adverse event reported in the intial call. The cycler is not available to return.